Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
User called into emergency support program line to request and report issue during use cardiosave intra aortic balloon pump (iabp) had autofill failure and gas gain alarm occurred. There was no harm or injury reported.

Manufacturer narrative:
Corrected fields-h6-(component). Updated fields- b4, e1- event site telephone g3, g6, h2, h6-(type of investigation, investigation findings, investigation conclusion) and h11. It was reported through the emergency support program (esp) that during use, the cardiosave intra aortic balloon pump (iabp) had autofill failure alarm. There was no harm or injury reported. Amanda, an rn in the cicu, called to request assistance with an autofill failure alarm. She stated the patient just returned from cath lab and had an autofill failure alarm. Esp personal verified there was no blood or discoloration in the helium tubing. Esp personal then had amanda press and hold the iab fill key, followed by the start key. The pump resumed pumping. Amanda stated the balloon was placed axillary and had been in place for approximately 2 weeks. Esp personal gave the axillary disclaimer. The pump then had a gas gain alarm. We again checked for blood or discoloration in the helium tubing. There was none. Esp personal again had amanda press and hold the iab fill key followed by the start key. We discussed positioning the arm and how the positioning of the catheter could be a factor with the autofill failure. Esp personal provided her esp's direct contact information. Esp personal encouraged her to call back if she had any questions. Approximately 20 minutes later, a cardiac fellow called back and stated the pump had autofill failures frequently again. Esp personal explained the next step would be switch out the pump. If the second pump had the same issue, this would indicate the balloon was the problem. Esp personal explained if the second pump no longer had any autofill failure alarms, then the first pump would need to be serviced. Esp personal asked amanda to call them if the pump was the issue or if she had any other questions. Esp perosnal followed up with amanda at the end of her shift. She stated the second pump would not autofill. The md replaced the catheter in the cath lab, and a sensation 40 cc was placed in the right femoral artery. Esp personal encouraged amanda to pass direct number along to night shift incase they had any questions or any issues arise. Amanda was very appreciative of my assistance. In cases with no confirmed presence of leaks in iab, loose catheter connections, catheter occlusionsor restrictions, or it is confirmed the patient is experiencing conditions such as febrile or tachycardic, the probable root cause of the alarms could be due to iabp issues. Based on the information provided by esp personal, esp personal then had amanda press and hold the iab fill key, followed by the start key. They again checked for blood or discoloration in the helium tubing. There was none. Esp personal again had amanda press and hold the iab fill key followed by the start key. We discussed positioning the arm and how the positioning of the catheter could be a factor with the autofill failure. Esp personal provided her esp's direct contact information. Esp personal encouraged her to call back if she had any questions. Approximately 20 minutes later, a cardiac fellow called back and stated the pump had autofill failures frequently again. Esp personal explained the next step would be switch out the pump. If the second pump had the same issue, this would indicate the balloon was the problem. Esp personal explained if the second pump no longer had any autofill failure alarms, then the first pump would need to be serviced. However, since no part was replaced or returned for evaluation, the root cause could not be determined.

Event description:
N/a.